Manufacturer narrative:
Other: support link.

Event description:
It was reported by service report that the power pro would not lift all the way up with weight on it. No patient involvement or adverse consequences are reported.